Manufacturer narrative:
Evaluation summary: it was found that the torque limiter was not used during the procedure. The surgical technique calls out the use of the torque limiter when installing the screws in the tm modular shells to keep the screws from pulling thru the shell. Based on the information provided that cause of the screw pulling thru the shell was from not using the torque limiter when installing the screw. The returned shell was found to meet print specification except for where the shell was damaged from the screw pulling through. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It was reported that the screw went through the cup during implantation. A new cup was opened and implanted, after a 35-minute delay in procedure.